Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient initially reported to a hospital in (B)(6), then later airlifted to (B)(6). Patient was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 493 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient was treated with IV (intravenous) fluids and an insulin drip. The patient was released the following day. The pod was removed at prior to seeking medical care and found to be leaking.